Manufacturer narrative:
It was reported that at the end of the contactless registration step, no inaccuracy error was displayed. During verification step, surface matching displayed inaccuracy greater than 2 mm. The registration was repeated and the issue re-occurred during the corresponding verification step. Event summary, device history record review and complaint history review did not identify contributing factors. The root cause for the first issue cannot be confirmed. The root cause for the second issue is a known design defect.

Event description:
Field service engineer was assisting seeg procedure. Resident was performing contactless registration as expected. At the end of the registration step, no inaccuracy error was displayed. Resident then proceeded to perform verification. During verification step, surface matching displayed inaccuracy greater than 2 mm. Resident was unable to correct distance sensor position to be more perpendicular to skin surface. Distance sensor was moved around the skin surface, and inaccuracy persisted. Registration was repeated, procedure delay of roughly 30 minutes.